Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as, "staff reported a purge failure on a patient". The report further states, "a purge failure was reported (B)(6) 2026. I had the logs downloaded and reviewed and there was no purge failure that happened on the patient. I spoke with staff that witnessed the issue and was told the balloon did not seem to be fully inflating inside the patient so they swapped the unit out with a new one and said they saw full inflation after. I ran a full functional check of the device and unit passed all tests". No report of patient harm or injury.